Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level and low blood glucose level. Customer¿s blood glucose level was 500 mg/dl. Customer treated with boluses on the insulin pump. Customer stated that the infusion set cannula was bent. Troubleshooting was declined for high blood glucose level. The insulin pump will not be returned for analysis.